Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. Event description: scissors not sharp at the distal end which makes dissection during procedure more dangerous. This is a returning problem for dr [name] and was reported in an earlier cer. Intervention: no information. Patient status: no patient injury.

Event description:
Procedure performed: inguinal hernia. Event description: complaint 1 of 6: (B)(4) [MFR #2027111-2022-00441]; complaint 2 of 6: (B)(4) [MFR #2027111-2022-00443]; complaint 3 of 6: 2022-000417 [MFR #2027111-2022-00444]; complaint 4 of 6: (B)(4) [MFR #2027111-2022-00446]; complaint 5 of 6: (B)(4) [MFR #2027111-2022-00447]; complaint 6 of 6: (B)(4) [MFR #2027111-2022-00448]. Scissors not sharp at the distal end which makes dissection during procedure more dangerous. This is a returning problem for dr [name] and was reported in an earlier cer. Intervention: no information. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the event unit was able to cut properly along the entire length of the scissor blade. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event or confirm that a product malfunction occurred. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.